Event description:
It has been reported to philips that during an examination, lateral fluoroscopy was not possible with the wireless footswitch. The contact board was checked and no mechanical issues were found. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. Per the information collected, the wi-fi led was off but the battery led was green. An error in the wireless connection could not be excluded. The wireless connection with the base station was re-established after restarting the azurion system to reset the base station and the procedure was completed with the wireless footswtich. The customer has a wired footswitch available for use. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes have been updated based on the investigation outcome. The manufacture date was updated.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.